Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, clamp tubing" alarm. Per reporter the residual volume was 56.5 ml, rate 2.2 ml and given 42 ml and air in line was noted. No adverse patient effects were reported. Per reporter no additional information is available at this time.